Manufacturer narrative:
Date of event is unknown. A patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2022-00615. It was reported that the patient's leads were displaying high impedance issue. X-ray confirmed that there is a fracture in the right lead. Patient was able to be programmed to have therapy. No further intervention is being planned at this time. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the lead revealed all wires were broken at 19.8cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Additional information received indicates that the patient's lead was displaying high impedances and pain at the lead site. X-rays confirmed that there is a fracture on the right lead. Surgical intervention took place wherein the system was explanted on (B)(6) 2023. It is unknown which lead is related to the issues, therefore all suspected devices are being reported.